Manufacturer narrative:
Potential risk to safety. The head of the bed moves without pressing the up arrow button. It could not be confirmed if the head of the bed would stay stationary if no buttons were being pressed; therefore it could not be confirmed that the bed was able to stay at low height during administration of CPR should it be needed. Root cause has not yet been determined. Follow up may be required.

Event description:
It has been reported that the back function up works without pressing the up arrow button on this maternity bed.